Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik rv lead with possible low voltage fracture, triggered a lead integrity alert (lia). Biotronik lead had rv pacing, rv coil, and svc coil impedance spikes and noise. The rv lead and ra lead were extracted and replaced with medtronic leads. Reference report mw5120746. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5120745.